Event description:
On one confirmed occasion and two other possible incidents, the IV pump in question delivered bolus amounts of medication to the pt. The error has been reproduced by biomedical dept and shown to reps from baxter. If the IV tubing is not properly inserted into the pump the pump delivers the medication all at once which c0uld be life-threatening or fatal. The pump should not allow the medication to be delivered bolus or at the minimum should alarm even if the tubing is not properly inserted in the pump due to human error.